Manufacturer narrative:
Bench replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: device problem code grid.

Event description:
Philips received a complaint by bench repair on the v60 indicating that during servicing, it was observed that the ac power cable exceeds established electrical resistance ranges, so the power cord needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).